Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was evaluated and found that the generator cannot recognized the transducer due to faulty transducer receptacle. Minor scratches and dents were observed on the unit housing. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an asset return inspection the device was observed with faulty transducer receptacle. There was no patient involvement on this event reported. No user injury reported.